Event description:
It was reported by the customer that after the device was turned off during normal use, the cs100 intra-aortic balloon pump (iabp) cooling fan continued to run until the backup battery was depleted. No harm was reported. The hospital informed that the equipment repair has been completed by a third party, but did not disclose the details of the repair.

Manufacturer narrative:
E1 - event site name, address, postal code, and telephone - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.